Manufacturer narrative:
The manufacturer did receive product list for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that there was a minor damage to the outer packaging, scratches, or discoloration when the inner packaging is believed to be intact.